Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The suspect part has not been rec'd by the manufacturer for further evaluation.

Event description:
A medtronic representative reported a vertek arm that would not lock down. There was no patient present at the time of alleged malfunction.